Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2018 indicated the serial number of the pump involved with the infection was (B)(4). It was noted that the pump will not be returned as the hospital disposed of the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug. The indication for use was unknown. On (B)(6) 2018, it was reported that they first attempted a pump implant on (B)(6) 2017, and the pocket became infected 2 days after implant. The pump was removed on (B)(6) 2017. No further complications were reported or anticipated.